Event description:
It was reported that the pump shut off unexpectedly while the pump was charging. There was no reported impact to customer's blood glucose. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.